Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01-apr-2019 with the following findings: on investigation, call service 052 alarms were seen recorded in the black box data and the pump's alarm history. The pump powered on normally without alarm and rewind, load, and prime steps successfully completed. The pump was exercised for 12 hours without any call service alarms occurring. Investigation did not duplicate the complaint.